Manufacturer narrative:
There are two previous complaints of this code batch of which we manufactured and distributed in the market 3,000 units of this product. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point as can be seen in the enclosed picture. Reviewed the batch manufacturing records, no deviations have been found. Taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Causes is failure in production process. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. We have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. The device history record has been reviewed. The DHR was released on 2018-07-03 with no deviations.

Event description:
It was reported that there were white spots on the surface of the ampoule.the issue involved a histoacryl ampoule. It was noted after the sterile pack was opened and the ampoule was then not used.